Event description:
A customer reported to baxter corporate product surveillance a 250ml intermate in which the reservoir ruptured during the end of infusion on a patient. The intermate was infusing zyvox, and the balloon had only 10-15ml of medication left. According to the report, the stress member was protruding out of the balloon, and appeared to be in the footed position. The intermate was stored in the refrigerator prior to use. There were no reports of patient injury, adverse events or medical intervention. No additional information is available..

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.